Event description:
This pt had primary knee surgery in 1994. She was revised in 1995 and the bearings were changed from 10.0mm to 17.5mm. The doctor advises this surgery was required due to metallosis from the metal backed patella rubbing the femur. This info was not received until 11-11-99. Pt's height is 5'3".